Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
Patient weight not available from the site at the time of filing. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system's computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively. It was reported that the system shutdown during the surgery. The surgery was completed with navigation and there was no impact on patient outcome.